Event description:
It was reported that the patient presented for an implant procedure. During the procedure, it was noted that the set screw of the pacemaker was loose and stripped. The pacemaker was not used and replaced during the procedure. The patient was in stable condition.

Manufacturer narrative:
Further information was requested but not received.

Manufacturer narrative:
The reported event of physician problems tightening the setscrew was not confirmed. The device was returned for analysis. Analysis revealed the device was functioning normally, with no stripped setscrews. Wrench insertions into the setscrew insets were being made full and correct, indicating the setscrews should have tightened properly. It appears the physician experienced difficulty inserting the wrench into the ventricular setscrew at some point, either before or after successful insertions. Lab testing verified that leads could be fully inserted into the connectors and that both atrial and ventricular setscrews could be tightened normally, with the wrench clicking as expected. No device anomalies were found. The issue appears to be user-related, affecting the tightening of the setscrews.